Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. Subsequently this device was explanted and successfully replaced. It is unknown if the device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.